Manufacturer narrative:
The treo abdomical stent graft system received FDA approval for sale in the us on (B)(6) 2020 (p190015).

Event description:
"First part of the procedure went without any problems. At the moment of the proximal release of the bare stent, there was a lot of resistance in release mechanism. At this moment the physician had trouble to push the grey knob and turn it. He experienced a lot of friction and used quite a lot of force to push and turn it. This was already too difficult. After he successfully turned the grey knob, we checked position again; this was ok. Then he pulled the black release grip towards the flushing port with no problems. Under fluoroscopy we saw the clasp retracting. But then all the bare springs were still captured, even though the black release grip was completely retracted. We resolved this problem as described below: as a solution we manually kept the main body in position, cannulated the cl leg, exchanged for a stiff wire and advanced an 12f sheath towards the bare stent. After a push of this 12f sheath all the bare springs opened completely." Patient outcome: "1a endoleak (also after proximal ballooning), but position of the main body was perfect. (Directly placed below right renal artery)."

Event description:
"First part of the procedure went without any problems. At the moment of the proximal release of the bare stent, there was a lot of resistance in release mechanism. At this moment the physician had trouble to push the grey knob and turn it. He experienced a lot of friction and used quite a lot of force to push and turn it. This was already too difficult. After he successfully turned the grey knob, we checked position again; this was ok. Then he pulled the black release grip towards the flushing port with no problems. Under fluoroscopy we saw the clasp retracting. But then all the bare springs were still captured, even though the black release grip was completely retracted. We resolved this problem as described below: as a solution we manually kept the main body in position, cannulated the cl leg, exchanged for a stiff wire and advanced an 12f sheath towards the bare stent. After a push of this 12f sheath all the bare springs opened completely." Patient outcome: "1a endoleak (also after proximal ballooning), but position of the main body was perfect. (Directly placed below right renal artery)."